Manufacturer narrative:
Three (3) - 3pk n5 hook for hook handle (cev2295a) were returned for evaluation. Two (2) were used during the reported event and the third was returned for preventative evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the returned hooks for hook handle verified the complaint reported by the customer as valid. The coating of two hooks were damaged; it was melted. No problem was identified on the third hook. Root cause analysis: it was determined that this damage was probably due to the use of too high of voltage or a prolonged activation of the device.

Event description:
It was reported that upon first use, the blue coating of two (2) of the 3pk n5 hook for hook handle (cev2295a) melted during surgery, using 35w electrosurgical units. It was reported that the devices were in contact with the patient. However, no parts fell into the surgical site; no injury or significant surgical delay occurred.